Event description:
A patient report experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 20, 30 , 300, 500 mg/dl. Tests were done within 10 minutes with a difference of 110%. Patient did not experience any adverse events. No further information has been reported.